Event description:
It was reported, that during a preparation for use. Video system center had no image. The patient was not under anesthesia. And the intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. No image was present. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the device had no image. The cause of the device having no image was attributed to a corroded video connector socket. Olympus will continue to monitor field performance for this device.